Event description:
Stem extension component appears to be disassociated from the total knee tibia prosthesis on the pt's postoperative x-ray. Surgeon allegedly did not follow the recommended instructions for assembling the device. No other info was provided to co.